Manufacturer narrative:
(B)(4). Additional method: one (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73c1500487 was confirmed. During visual inspection it was observed that all components looked well assembled, no stuck clip in jaws. Functional inspection: applier was fired and one clip was loaded, closed & released, after applier was fired in other forms; with jaws down and one clip was loaded, closed & released. A third activation clip did not load properly in jaws. Applier had variations in the activations; however, 4 clips loaded, closed & released properly. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although; the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted, which shows a decrease in the complaint rate for these devices.

Event description:
Alleged event: the clip applier was not loading the clips. Clips would fall out, and two of the clips were broken when they came out of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device sample has been returned to the manufacturer for investigation however the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip applier was not loading the clips. Clips would fall out, and two of the clips were broken when they came out of the applier. The patient's condition was reported as fine.